Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not available for evaluation

Event description:
Revision due to tibial loosening. Associated with medwatch report #: (B)(4).